Event description:
It was reported that both of the fast-fix 360 curved failed to deploy in the second knot.

Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices received. There are two complaints associated with this issue. Each one lists quantity one. Both devices have been returned without t1, t2 or suture. The devices are used. One shows obvious signs of aggressive use. It has been bent completely out of intended needle configuration. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ there appears to be use factors that contributed to the complaint symptom and device¿s condition. With damage incurred to each device a root cause for this complaint cannot be supported. No further investigation is warranted.